Event description:
It was reported by repair work order that all bed functions were not operational due to a malfunctioning footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that all bed functions were not operational due to a malfunctioning footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that all bed functions were not operational due to a malfunctioning footboard. Follow-up submitted as further investigation determined that only the footboard display was not working. This would result in caregiver annoyance, however; it is not likely to harm the patient as bed motor functions are still available on the siderails and functions that are only available on the footboard, such as bed exit and scale, would be clearly indicated that they are unavailable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.